Event description:
Two emts were removing a powerflexx stretcher from an ambulance when the legs would not lower. The manual back-up was activated and the legs still did not lower. One of the emts placed his hand under the stretcher to check the battery connection when the legs lowered on his arm.